Manufacturer narrative:
(B)(4). Event evaluation: event is still under investigation.

Event description:
On (B)(6), 2014, this central line catheter was inserted in the right internal jugular vein. The guide wire was removed. The removal of the wire was visualized and confirmed by 3 staff- the physician and 2 ICU rn's. On removal of the wire, the physician asked the nurse "what should I do with this wire?" She said to put it in the sharps container. On (B)(6), 2014 the patient's condition required a CT scan. It was on this picture that a wire was clearly visible internally. The portable x-rays taken between (B)(6), 2014 did not provide a clear picture to identify a wire due to extensive lung consolidation and the quality of the portable x-ray pictures. On (B)(6), 2014, the patient was transferred to another facility for removal of the central line catheter and wire under interventional radiology procedures. The central line catheter with the wire inside was returned to hospital #1. On (B)(6), 2014, a meeting was held to review the incident. Participants were the radiologist, internal medicine chief of staff, deputy chief, clinical educator, ICU rn and ICU manager. The returned product and a new product and procedure for insertion were reviewed by the physicians. Since 3 staff confirmed that the guide wire was removed on (B)(6), 2014, it was certain that leaving the guide wire in the catheter was not cause of the situation. Per x-ray, a portion of the wire remained in the patient. The patient was taken to hospital #2 for removal of the central line catheter and the wire.